Event description:
Pt's ot profile meter was reading inaccurately low. They were comparing their meter to their symptoms for approx two and a half weeks. Pt stated that due to their meter giving them low readings (34 and 54 mg/dl) they were treating themselves for low blood glucose, giving themselves more sugar and stopped giving themselves insulin, for the 2 1/2 week period. Pt stated that this occurred around the end of august. Pt attempted to make an appointment with their doctor and then discovered that the doctor retired. A physician did not see them until oct 2002. Pt states that they were feeling very poorly and finally visited doctor, where they discovered they had diabetes complications due to high blood glucose (ketosis, infection in their legs, and weight loss due to loss of appetite). Pt tested on their back up accucheck meter and discovered their readings were in the 500's. Pt then switched strips and also got higher blood glucose results. Pt stated that when the strips were delivered the package had been damaged and that the strips were opened. Pt stated that the vial was bent in a way that the lid popped off. Replaced both the meter and strips to ensure the pt's confidence.